Event description:
It was reported that the system displayed a filament regulator error and would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.